Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Tandem technical support had the customer perform a system check and the site appeared to be the cause of the occlusion. However, after changing the site, the occlusion reoccurred. The customer changed the cartridge and infusion tubing. The customer's blood glucose level was not impacted.